Event description:
It was reported that the surgeon attempted to insert an aq2010v silicone three piece lens and one haptic tore. There was no patient contact or injury.

Manufacturer narrative:
H6: evaluation results - visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.